Event description:
The customer reported to vyaire medical that a transducer fault alarm occurred on vela ventilator prior patient use. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4): the suspect device/component will not be returned for further evaluation. Therefore, no root cause could be determined. However, the event log shows that an xdcr fault occurred, that xdcr tests and calibration were performed, and it all passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.